Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.

Event description:
It was reported that during an arthroscopic knee procedure, the units electrical socket was found to be faulty and the wand could not be connected. The procedure was completed using competitor's devices.